Event description:
While onsite, an olympus field service engineer found the camera head would not display an image on the screen. The malfunction occurred during preparation for use for an unknown diagnostic procedure. The same device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Olympus repair center confirmed the reported event due to a broken cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.